Manufacturer narrative:
B3 - date of event, unknown. (B)(6) 2025 has been used as a placeholder. The device has been received for evaluation. The investigation is pending completion.

Event description:
Event occurred on an unknow date regarding an ICU medical ambulatory pump tubing - oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros®; chemolock¿; syringe transfer set w/microclave®, chemolock¿ port where it was reported that over the last couple of weeks, the device connected to their patient has been leaking and getting on patient's skin. It appears it may be the portion at the bottom just above where it connects to the patient's port line or the blue port. They also reported that this happened with both of their pumps continuous ambulatory drug delivery (cadd) legacy and cadd solis. They reported two (2) incidents with two patients who had chemotherapy pumps leak. As they stated, this is creating havoc with patient care. There was patient involvement and unknown adverse event. There was delay in all treatment for patients as the pump stopped, patients had to come into infusion center, and drug had to be re-made.

Manufacturer narrative:
Received one (1) used list# cl3960, oncology kit w/60" (152 cm) appx 2.2 ml, smallbore ext set w/chemolock¿ port, clamp, anti-siphon valve, spiros¿; chemolock¿; syringe transfer set w/microclave¿, chemolock¿ port; lot# 14134777. One (1) used list# unknown, cadd cassette; lot# unknown. No visual damages or anomalies were observed. The reported complaint of a leak could not be confirmed. The returned sample was tested and met product specifications. The lot history was reviewed. No nonconformities were identified that may have contributed to the reported complaint.